Event description:
The suspect device result was 261 mg/dl. The user called dr and was instructed to go to the ER for medical attention. The ER checked their glucose and the level was 97 mg/dl. No treatment provided. Controls were not used. The device was replaced and requested to be returned for eval.